Manufacturer narrative:
Technical evaluation: the 032 reperfusion catheter was returned with the balance of one of the separators lodged in it. The catheter had a sharp single axis bend at the end of the strain relief. At 120cm from the hub/shaft joint the catheter flattened. This flat region extends to the distal tip of the catheter and in the clear region, shows obvious evidence of stretching. The incident was confirmed as reported and aligns with the physicians statement that she may have been using the system with too much force (conclusion). Catheter kinks are reportable incidents as per FDA guidance on (B)(4) 2009.

Event description:
Pt had a clot at the m1/m2 transition. The physician first placed the 070 neuron but could not place it as high as it should have been due to pt anatomy. The physician then used the 032 system ((B)(4)) to recanalize the vessel. The physician observed the separator fractured and then placed a second separator which also fractured. She then decided to pull the entire 032 system back and replaced it with the 041 system. The 041 system allowed her to recanalize some of the vasculature.